Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button ribbon cable was torn, damaging the traces. The cause of the non-functional response buttons is due to the torn rear response button ribbon cable. The root cause of the torn ribbon cable cannot be positively identified. There was no adverse event that resulted from the damaged monitor.